Manufacturer narrative:
The peritonitis occurred on an unspecified date around (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the doctor used unspecified method and unspecified drugs (dose, route and frequency were not reported) to diminish inflammation. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow up.